Event description:
Customer reported that the insulin pump alarmed button error. Customer does not recall any events leading to the alarm. Blood glucose value at the time of the alarm is unknown but 30 minutes prior it was 243 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.